Event description:
Device appears to be undersensing on the atrial lead on stored egms (electrograms) and current egm. At device classified termination of events, arrhythmia appears to continue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).